Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. Device manufacture date: 7/9/2016-7/11/2016. Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6137620. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Our quality engineer also notes that by design, medical grade silicone is applied to our syringes. CAPA (B)(4) was initiated on 8/15/2016 for excessive silicone. Corrective actions were implemented december, 2016. Lot # 6137620 was produced prior to corrective actions being implemented. (B)(4)

Event description:
A pharmacist reported that a patient reported seeing silicone "floaters" in his/her eyes after receiving an injection of avastin with a bd insulin syringe with the bd ultra-fine needle 0.3 ml 31gx5/16" (8 mm). The pharmacist obtains his supplies from (B)(4), the syringe is filled with 5 units of avastin, and the medication is stored in the syringe anywhere from 2 to 30 days at ophthalmologists' facilities. There was no report of medical intervention and the patient is waiting for it to dissipate.